Event description:
The customer reported their intellivue mp30 patient monitor displays a visual banner for the spo2, but no tone is produced. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.